Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair when going down a ramp and comes to a stop the chair will continue to roll and veer to the right.